Manufacturer narrative:
This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2009-00867. Additional info will be submitted upon 30 days of receipt.

Event description:
Soon after the procedure was completed, the pt's blood pressure dropped. Dopamine hydrochloride and low molecular dextran injections were administered and the pt's blood pressure returned to normal. The pt did not experience any neurological symptoms and was discharged. The pt was admitted for a procedure on with a lesion in the right internal to common carotid artery. The lesion had 83% stenosis and was mildly calcified. The lesion was pre-dilated at 9atm. An angioguard was delivered and two precise stents were successfully implanted. The stents were post-dilated at 10atm. According to the physician, the event likely occurred due to carotid sinus reflex by stent placement.